Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left coil broke') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergies heightened"), pruritus ("itchiness all over my body"), abdominal distension ("abdominal bloating"), headache ("headaches"), lymphadenopathy ("lymph node swelling"), feeling abnormal ("foggy brain"), abdominal pain upper ("twinge / feeling twinge in abdomen"), gastrointestinal disorder ("gi symptoms"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis") and adhesion ("severe adhesion"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the device breakage, pruritus, endometriosis, adenomyosis and adhesion outcome was unknown and the hypersensitivity, abdominal distension, headache, lymphadenopathy, feeling abnormal, abdominal pain upper and gastrointestinal disorder had resolved. The reporter considered abdominal distension, abdominal pain upper, adenomyosis, adhesion, device breakage, endometriosis, feeling abnormal, gastrointestinal disorder, headache, hypersensitivity, lymphadenopathy and pruritus to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left coil broke') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergies heightened"), pruritus ("itchiness all over my body"), abdominal distension ("abdominal bloating"), headache ("headaches"), lymphadenopathy ("lymph node swelling"), feeling abnormal ("foggy brain"), abdominal pain upper ("twinge / feeling twinge in abdomen"), gastrointestinal disorder ("gi symptoms"), endometriosis ("endometriosis"), adenomyosis ("adenomyosis") and adhesion ("severe adhesion"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the device breakage, pruritus, endometriosis, adenomyosis and adhesion outcome was unknown and the hypersensitivity, abdominal distension, headache, lymphadenopathy, feeling abnormal, abdominal pain upper and gastrointestinal disorder had resolved. The reporter considered abdominal distension, abdominal pain upper, adenomyosis, adhesion, device breakage, endometriosis, feeling abnormal, gastrointestinal disorder, headache, hypersensitivity, lymphadenopathy and pruritus to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.